Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm and power error alarm are confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
The customer reported via phone call jhat the insulin pump alarmed power error. The customer¿s blood glucose was 140 mg/dl. Customer reported that power error detected recurred within a week of troubleshoot previous occurrence. The customer was advised and explained the troubleshooting. The insulin pump was returned for analysis.